Event description:
The ge oec 9800 fluoroscopy system was reported to have collimator blades that would not function.

Manufacturer narrative:
A ge oec service representative investigated the issue and troubleshoot the system and informed the customer that the high voltage may need to be replaced. No further disposition. Assume customer completed needed repairs in-house. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.